Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Biomed flashed the software on the 8015 and transferred the network config to the unit. The 8015 is not downloading the data set via the wireless network. Sn: (B)(4). Failure device type: alaris system instrument failure problem type: 8015 failure mode: troubleshooting/ error codes case resolution: had the biomed go into the network status menu in the 8015. Unit is connected to the wirelesss network and to the server. The signal strength was only 30%. I let him know we recommend to be above 40% to download the data set. Biomed will walk the unit around to get a better signal strength. Biomed will call back if further assistance is needed.